Event description:
Stapler was being used for surgical procedure and was not functioning properly. Stapler would not fire and deploy a staple. The device was not able to complete its intended task. Stapler was removed from the field and a new stapler was used successfully. The malfunctioning stapler was pulled as a peel pack (ref #ecs25b, lot #c9en6f).